Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a third-party balloon was advanced with the enroute 0.014" guidewire and a dissection occurred in the common carotid artery (cca). An unplanned additional stent was placed, and the procedure was completed successfully with no complications reported.